Event description:
This is a spontaneous report by a nurse from (B)(6) of urinary infection originated in one kidney, fever, peritonitis in a patient coincident with physioneal and extraneal therapies. On an unreported date, the patient experienced recurrent urinary infections originated in one kidney. The patient was treated with an unspecified antibiotic. On (B)(6) 2012, approximately five days after beginning treatment for the urinary infection, the patient experienced fever and bacterial peritonitis manifested by cloudy peritoneal effluent and abdominal pain. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012, the patient began remedial therapy with ampicillin and fluconazole. On (B)(6) 2012, the patient completed treatment with fluconazole. Treatment with ampicillin was ongoing. The cause of the peritonitis was likely due to an endogenous contamination. The patient was recovering. The event of peritonitis was unrelated to the baxter products. Additional information received on (B)(6) 2012; patient recovered from the event on the (B)(6) 2012.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.